Manufacturer narrative:
Concomitant products: product ID 387745, lot # b0431220k, implanted: (B)(6) 2006, product type lead; product ID 387745, lot # b0431220k, implanted: (B)(6) 2006, product type lead; product ID 37081-40, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported there was lead high impedance. During the procedure, it was noticed that only 3 of the 8 electrodes were still working. The other 5 electrodes had high impedance. The cause could not be determined. No actions were taken as intervention. The event was unresolved with no further actions planned. No surgical interventions occurred or were planned. The patient's status at the time of report was alive with injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 387745, lot# b0431220k, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. Product ID: 387745, lot# b0431220k, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved with sequelae. The lead was explanted and a new one was implanted. Interventions included explanting and replacing the lead. The lead was damaged dramatically.